Event description:
It was reported that a patient experienced peritonitis. On an unreported date, the patient had been hospitalized for another event. However, their hospitalization was prolonged due to the peritonitis. Treatment rendered was not reported. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.